Event description:
It was reported that during a normal replacement procedure of a defibrillator, the right ventricular (rv) lead exhibited loss of capture and high threshold measurements. The physician made the decision not to implant a new device at that time, and capped/abandoned the rv lead. The specific cause of the rv high threshold measurements and loss of capture cannot be determined at this time based on the available information. The patient was hospitalized in the intensive unit but left the hospital against medica advise. The patient is being monitored, and the procedure to implant the new defibrillator was scheduled. No additional adverse patient effects were reported.

Event description:
It was reported that during a normal replacement procedure of a defibrillator, the right ventricular (rv) lead exhibited loss of capture and high threshold measurements. The physician made the decision not to implant a new device at that time, and capped/abandoned the rv lead. The procedure to implant the new defibrillator was scheduled. The patient is being monitored, and no additional adverse patient effects were reported.